Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4), event 2 the complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: event 2: same female patient had two incidences of over infusion of 5-fu, ended early. Incident two infusion started (B)(6) 2022 at 2 pm ended (B)(6) 2022 8 am, expected to be 96-hour infusion, volume in pump 192 ml dose 3200 mg. Unknown if patient had any issues as not documented.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4), event 2 the complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: event 2: same female patient had two incidences of over infusion of 5-fu, ended early. Incident two infusion started (B)(6) 2022 at 2 pm ended (B)(6) 2022 8 am, expected to be 96-hour infusion, volume in pump 192 ml dose 3200 mg. Unknown if patient had any issues as not documented.

Manufacturer narrative:
Event 2 this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned, investigation could not be completed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.